Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during an endoscopic ultrasound (eus) gastro enteroanastomosis procedure performed on (B)(6) 2025. During the procedure, it was not possible to release the stent despite proper positioning of the endoscope. The stent was removed, and no second device was implanted. Surgical intervention was performed to close the initial puncture site. Reportedly, the stent was attempted to be deployed after the procedure, it was able to be deployed but only by applying significant force, which is considered abnormal. There were no patient complications reported as a result of this event at this time. Note: it was reported that the axios stent was intended to be implanted during a gastro enteroanastomosis procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach to the small intestine.

Manufacturer narrative:
Block h7 (if remedial act init, type), h9 and h11 were updated. Block h6: imdrf impact code f19 captures the reportable event of surgical management reported. Imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Manufacturer narrative:
Block h6: imdrf impact code f19 captures the reportable event of surgical management reported. Imdrf device code a150201 captures the reportable event of stent failure to deploy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during an endoscopic ultrasound (eus) gastro enteroanastomosis procedure performed on (B)(6) 2025. During the procedure, it was not possible to release the stent despite proper positioning of the endoscope. The stent was removed, and no second device was implanted. Surgical intervention was performed to close the initial puncture site. Reportedly, the stent was attempted to be deployed after the procedure, it was able to be deployed but only by applying significant force, which is considered abnormal. There were no patient complications reported as a result of this event at this time. Note: it was reported that the axios stent was intended to be implanted during a gastro enteroanastomosis procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach to the small intestine.